Event description:
Customer reported receiving inaccurate erratic readings on their free style blood glucose monitor. In blood glucose tests, customer received readings of 46 mg/dl and 497 mg/dl within 10 minutes. The results when plotted on the parkes error grid fell into the 'd' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.